Event description:
It was reported that the pump experienced a malfunction. There was no reported adverse impact to the customer. Customer reset their pump independently following information provided by technical support, and issue was resolved with no further assistance needed.